Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate the unit and found that the power cord had a tear in the insulation. To resolve the issue, the fse replaced the cable coil. Functionality checks were completed and passed to factory specifications. The unit was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) batteries were not charging. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.